Event description:
It was reported that during an interrogation of a pt's device, it was found that the settings were set to 0ma output unintentionally. It was noted that during the previous appointment about one week prior, there was an interrupted diagnostics. It is unk if the physician performed a final interrogation prior to the pt leaving the appointment. The physician noted that he believes that the interruption was probably due to electromagnetic interference since it hasn't happened since. Good faith attempts to obtain additional info have been unsuccessful to date.